Manufacturer narrative:
Unit received with missing segments/partial display, problem isolated to lcd board. Unable to perform self-test and displacement test or communicate to sensor simulator to verify cal error alarm due to missing segments/partial display. Unit had minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The patient¿s blood glucose level was 147mg/dl. Customer is having problem with sending data over. The top where the battery is there's a dark grid. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.